Event description:
A report was received that the patient was experiencing numbness in the feet and discomfort at the ipg site. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well with his pain control without using the ipg. The patient wants the scs (spinal cord stimulator) explanted.

Event description:
A report was received that the patient was experiencing numbness in the feet and discomfort at the ipg site. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician assumed that the patient's ipg was non-functional based on device labeling. It was also noted that the pain which is being managed by lidoderm patches is a pre-existing pain and the device is not causing any issue to the patient. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing numbness in the feet and discomfort at the ipg site. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients pain was being managed by lidoderm patches and the patient is currently not using the spinal cord stimulator (scs).

Event description:
A report was received that the patient was experiencing numbness in the feet and discomfort at the ipg site. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.